Manufacturer narrative:
Patient presented to the office for an appointment with wart removal. During the procedure, liquid leaked outside of the intended site. After the procedure, the patient's knee did not show any signs of erythema. The next day the patient called into the office reporting redness and blistering in the area. Patient visited an urgent care on (B)(6) 2025 and was prescribed a topical treatment. As of (B)(6) 2025, patient reports good healing with topical treatments. Patient reports only one area that still has redness. Additional attempts were made on (B)(6) 2025 and (B)(6) 2025 to contact the initial reporter and to retrieve the product that caused the reaction. No additional information was gained and the product that was used when the event occurred was not returned for further investigation.

Event description:
Patient presented to the office for an appointment with wart removal. During the procedure, liquid leaked outside of the intended site. After the procedure, the patient's knee did not show any signs of erythema. The next day the patient called into the office reporting redness and blistering in the area. Patient visited an urgent care on 10/19/2025 and was prescribed a topical treatment. As of (B)(6) 2025, patient reports good healing with topical treatments. Patient reports only one area that still has redness.